Manufacturer narrative:
(B)(4). A third party service technician received the device with inop turbine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that their ltv 1150 ventilator is not blowing right pressure. At this time, there is no information regarding patient involvement associated with the reported event.